Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge drawer failed during an emergency. The technical support specialist dialed into the station and found that the firmware version (1.10.2.8) was older and needed to be upgraded to resolve the issue. As per the knowledge article shared by the technical support specialist, the user upgraded the firmware version (1.10.2.16), and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ es refrigerator it was determined that the fridge drawer failure. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient and this malfunction leads to delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that bd pyxis¿ es refrigerator had drawer failure while the clinician was attempting to obtain rocuronium (medication given prior to intubation) to be administered to a patient who had cardiac arrest in the inpatient unit. This resulted in a delay in dispensing the medication. However, when asked if the delay resulted in adverse outcome or harm, the customer reported that "no adverse outcome or patient harm occurred."

Manufacturer narrative:
The following fields were updated due to correction: b5. Describe event or problem: it was reported that bd pyxis¿ es refrigerator had drawer failure while the clinician was attempting to obtain rocuronium (medication given prior to intubation) to be administered to a patient who had cardiac arrest in the inpatient unit. This resulted in a delay in dispensing the medication. However, when asked if the delay resulted in adverse outcome or harm, the customer reported that "no adverse outcome or patient harm occurred."